Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call they were experiencing high and low blood glucose values. The customer's blood glucose level was as high as 461mg/dl and as low as 61mg/dl. The customer's mother mention they were having issues with no delivery. The pump will not return for analysis.